Manufacturer narrative:
(B)(4). Method, results, conclusions: other - because the original kit involved in the misdiagnosis in (B)(6) 2013 can't be returned for investigation, and focus' investigation is ongoing.

Event description:
This pt has been diagnosed with multiple sclerosis (ms) and was doing on ms drug tysabri manufactured by biogen idec. This pt was tested for jcv on (B)(4) 2013 by focus ref lab and obtained (B)(6) results, which lead to the decision of taking the pt off from tysabri since jcv (B)(6) patients are at risk of death if continuing tysabri treatment. In (B)(6) 2014, same pt was retested for jcv and results were (B)(6). The pt's ms condition has worsened to the point that he is permanently disabled possibly as a result of taken off the ms drug tysabri. Doctor made contact with biogen for advise in (B)(6) 2014. In (B)(6) 2014, doctor contacted biogen again and biogen contacted focus diagnostics in (B)(6) 2015.